Event description:
It was reported that the patient was feeling extremely drowsy at certain times of the day and the patient would fall asleep in a sitting position. The patient inquired if there had been any cases of the pump malfunctioning at certain times of the day. Additional information received reported the patient's catheter was pulled down. The drugs used in the pump were lioresal and bupivacaine. Additional information has been requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).